Event description:
It was reported by service report that there was a stain on the inside of the tip cover, indicating fluid ingress. The customer reported that they did not know if there was pt involvement or if there were adverse consequences to report.